Event description:
Allegedly revised due to loose component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00181.